Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor. The customer reported that the low glucose alarm did not sound when her glucose levels were decreasing and experienced seizure and loss of consciousness. The customer was treated with glucagon injection and glucose tablets by hcp and non-hcp for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.